Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that the stent was compromised and an obstruction occurred. Stents were implanted. At least one stent was structurally compromised, resulting in a blockage in the blood flow to the brain causing a car collision. Emergency bypass surgery was required to remove all stents.